Manufacturer narrative:
Film evaluation summary; the exact cause of the reported type iii fabric endoleak within the left limb during implant could not be determined from the limited films provided. CT¿s prior to implant were not available and a complete assessment of the patient¿s anatomy could not be performed, additional films during implant and ballooning during the reported event were also not available, and post-implant films were also not available for review. A single transverse CT slice across the iliac arteries confirmed that the right iliac was ringed with calcification. The thickness of the calcification was ~ 2 ¿ mm and the iliac artery diameter was ~23 x 26mm. Two returned still angiograms during implant showed contrast outside the medial side of the right limb, near the limb mid-length, in a stent graft location where the diameter narrowed from ~25mm to 19mm. The final angiogram showed likely resolution of the endoleak after relining with another endurant limb of the same length. The exact cause and type of endoleak could not be determined from the still films. It is possible that this was a type iii fabric endoleak which occurred after ballooning within the calcified iliac artery. It is also possible that this was an acute type IV endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this potential type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 59 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure at the final angiogram stage the physician stated that there appeared to be a type iii endoleak tear in the right common iliac. The physician placed another endurant limb which resolved the endoleak. As per the physician, the cause of the event was anatomy related due to calcified lesions in the common iliac possible creating a hole in the fabric while ballooning with a reliant balloon. No additional clinical sequelae were reported and the patient is fine.